Event description:
The report received from the affiliate indicated that this pt experienced a late thrombotic event 41 days post cypher stent implantation. This pt was admitted to the hosp with a chief complaint of acute posterior wall myocardial infarction (mi). The pt was taken emergently to the cath lab and the culprit lesion in the proximal circumflex artey (lcx)was successfully treated without incident. The following day, the pt was taken electively to the cardiac cath lab for treatment of a chronic total occlusion (cto) of the mid left anterior descending artery (lad). A bolus of 8,000 units of heparin was administered via IV. There were no difficulties in accessing or wiring the vessels noted. The lad lesion was predialated with a 20mm balloon inflated to 10 atms for 20 seconds.